Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that there was a bent cannula but the insulin pump did not give a no delivery alarm, which resulted in the customer having high blood glucose levels over 30 mmol/l. Nothing further was reported.